Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/213): during a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered the battery runtime test failure at 110 minutes, to fix the issue the fse replaced the batteries as a pair, and there was nothing unusual identified in the logs. Measured 28 vdc coming from console to battery pack within specifications and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test at 110 minute. There was no patient involvement, and no adverse event reported.